Manufacturer narrative:
Tracking no: (B)(4). All the information included on this report is the only information that has been provided.

Event description:
According to the reporter: sutures were used to secure a rib cartilage graft for laryngotracheal reconstruction. The suture widened the holes within the cartilage graft and the graft did not integrate into the airway, resulting in airway obstruction that necessitated explantation of the graft after a 1 month hospital stay.

Manufacturer narrative:
Report for (B)(4). The product sample or additional supporting materials from the account was not available for this incident. Without the physical product, a definitive root cause could not be identified. Historical complaint data displayed no trend for the complaint mode. A safety medical assessment was unable to confirm if the device caused or contributed to the reported event. Pmv will continue to monitor this condition for future potential action.